Manufacturer narrative:
The issue was previously reported under MDR number 3002809144-2018-00309. Upon further review, the issue will be submitted under this MDR number, and all further information will be documented under this MDR number. An evaluation is in process.

Event description:
The customer observed multiple falsely elevated results while using architect havab-igg reagents. The following data was provided. (B)(6). Per the product package insert, result less than (B)(6) are interpreted as (B)(6) and greater than or equal to (B)(6) are interpreted as (B)(6). The customer uses gray zone (B)(6) and retests all specimens in this zone. No impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, labeling review, specificity testing, and field data review. The product was not returned. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. No patient sample was available for return, therefore clinical specificity testing of negative control replicates was performed using in-house retained kits stored at the recommended storage condition. Specificity testing met all specifications. Abbott link world wide data was used to evaluate historical product field performance. Patient data was analyzed the evaluation indicated that the patient median result for the complaint material was comparable to other lots in the field between november 19, 2017 and november 17, 2018. Negative population data was analyzed, and the complaint lot results were within the established limits. No unusual reagent lot performance was identified. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified, and no product deficiency was found.